Event description:
It was reported that during the routine office visit, the patient's implantable pulse generator (ipg) was interrogated and it showed multiple short ventricular-to-ventricular intervals which could not be reproduced with isometrics. Noise was seen on the electrocardiogram was also seen. Right ventricular (rv) lead impedances were stable and thresholds were "good." The patient complained of "light headedness and dizziness" but could not recall times or dates to correlate with the episodes in the device. The patient did indicate that the use of a chainsaw was nearby, and uses a weed eater and riding lawn mower on a regular basis. The times of the use of this equipment could not be correlated with the time of the "noise." It was recommended that the patient keep a journal of episodes and the date and time the electrical equipment was used. The patient will return to the office in three months to have the device re-interrogated. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the routine office visit, the patient's implantable pulse generator (ipg) was interrogated and it showed multiple short ventricular-to-ventricular intervals which could not be reproduced with isometrics. Noise was seen on the electrocardiogram was also seen. Right ventricular (rv) lead impedances were stable and thresholds were "good." The patient complained of "light headedness and dizziness" but could not recall times or dates to correlate with the episodes in the device. The patient did indicate that the use of a chainsaw was nearby, and uses a weed eater and riding lawn mower on a regular basis. The times of the use of this equipment could not be correlated with the time of the "noise." It was recommended that the patient keep a journal of episodes and the date and time the electrical equipment was used. The patient will return to the office in three months to have the device re-interrogated. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for analysis; however, performance data was received from the device. Analysis found that the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Concomitant medical products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).